Manufacturer narrative:
B5-additional information: on 16-nov-2021 the lens was explanted. The surgeon states after explant-"normal postop. Waiting for pigment to clear. No anticipated issues." The cause is reported as a patient-related factor. Claim# (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -5.0/+1.0/090 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The surgeon reports pigment dispersion syndrome.